Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During troubleshooting on a related customer experience, it was indicated that the peritoneal dialysis patient was hospitalized on an unknown date for kidney stones, blood sugar issues, and blood pressure issues. There was no allegation of a device malfunction. Additional information has been solicited.

Manufacturer narrative:
A possible temporal relationship exists between the liberty cycler and hospitalization for kidney stones, blood sugar issues and blood pressure issues. Details surrounding the pt¿s actual admitting diagnoses and the pt¿s hospital course are unknown at the time of this clinical investigation; including actual diagnoses and treatment. Due lack of sufficient information, actual causality cannot be determined.

Manufacturer narrative:
Correction: hospitalized / required intervention.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.